Manufacturer narrative:
This report is based solely on device return and analysis. No information to suggest a device-related adverse event or product problem was received. If additional relevant information is received, a supplemental report will be submitted. There was no indication the death was device related; the cause of death has been requested but has not been received. Evaluation summary: outer insulation separation. Proximal segment returned and analyzed.

Event description:
The leads were returned to the manufacturer, analyzed and tested out of specification. Review of the manufacturer's registration database revealed the patient had died. Information was obtained through follow up with the clinic that the patient had last been seen in 2008, and a telephone check was last done in december 2008. The physician reported he did not know the cause of death, and noted that the patient had multiple comorbidities. There is no allegation that the death was device related.